Manufacturer narrative:
Pump passed displacement test, operating currents, selftest, off no power, restart error test, rewind, basic occlusion, occlusion, prime, compromised force system sensor and excessive no delivery test. Unit was programmed with multiple bolus deliveries and monitored. All bolus delivered completely with their indicated amounts and were properly recorded in the bolus history screen. Unable to upload to care link due to a software alarm in the history file and an alarm in the history due to corrupted history file. Pump passed the dat. Unit received with minor scratched display window, cracked battery tube threads and cracked reservoir tube lip.

Event description:
The customer reported via phone call that the insulin pump does not provide the correct amount of insulin. Customer's blood glucose was 331mg/dl at the time of incident and 83mg/dl at the time of the call. Troubleshooting was performed and found that the device settings were correct. Customer was advised to discontinue use of the device and revert to a back-up plan per their doctor's instruction. The customer was also advised that the device would be replaced and agreed to return the product for analysis.